Event description:
In 2008, the patient reported that he received an a8 (bolus cancelled) alarm and then received an e4 (occlusion) error on his infusion device. To troubleshoot, he was instructed to disconnect from his infusion site and to perform a bolus. He received an e4. He was then instructed to change his infusion tubing and to perform a prime. He was able to prime without error. He was then instructed to reconnect to his infusion tubing. He stated that his blood glucose was elevated to 285 mg/dl and he had a headache. His normal blood glucose rage is 120-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.